Event description:
It was reported the pt is experiencing a burning nerve sensation at the ipg site which is positional in nature. The pt stated the pain is gradually getting worse. Follow-up information identified the physician believes the issue is related to weight gain. The pt reported she usually feels the pain in a seated position which the physician believes is related to her skin stretching. There is no further action at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.